Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.